Event description:
It is reported that the pt has been revised due to an unscrewed hinge pin.

Manufacturer narrative:
Eval summary: radiographs were returned with the complaint for review. The radiographs confirmed the hinge post extension had dislocated. There are many factors tht could lead to the dislocation of the hinge post extension. If the hinge post assembly is not properly tightened or the tibial component is not aligned directly under the femoral component, postoperative disassembly could occur. The provided radiographs are of poor quality and do not provide the proper angle to determine if the correct alignment was achieved. It is unk if the hinge post was properly tightened. No devices or photos were provided; therefore, the condition of the components is unk. Operative notes were not provided. Based on the available info, a definitive root cause cannot be ascertain at this time. Eval: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.